Event description:
Customer reported a charger failure error and cannot use system in boost mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries, charger, and power cap module. System operates as intended. This MDR is related to ge healthcare complaint number.